Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the accessible drawer failed to unlock. A field service engineer (fse) identified that the red release on drawer 2.1 was misaligned and adjusted it to the correct position. To verify the repair, the fse tested the drawer in the hardware test application, confirming proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failed to unlock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.